Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was unknown. Eight days after the event onset, the patient was hospitalized for peritonitis. The patient was treated with intraperitoneal ceftazidime (dose, frequency, and duration not reported) for peritonitis. On an unknown date in the same month as this report while still hospitalized, the patient had their pd catheter removed and the patient was switched to hemodialysis for "six to eight weeks". On an unknown date in the same month as this report, the ceftazidime was discontinued and the patient was discharged from the hospital. At the time of this report, the patient is recovering. No additional information is available.